Manufacturer narrative:
The pdm involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction that may have caused or contributed to erroneous bg readings. No conclusion can be reached at this time. Based on the information provided in the report, we are unable to determine why bg readings taken from the pdm were consistently lower than bg readings taken with the hospital's meter. No conclusion can be drawn. Note: the report indicated that the customer had been using test strips not yet cleared for use with the omnipod system. A communication had been sent to all insulet customers stating that these strips should not be used with the system. The customer reportedly did not receive this communication.

Event description:
The customer's mother reported that bg readings taken with the pdm were "different than what the hospital was getting." (Note: it is unknown why the customer was initially in the hospital.) Bg readings taken with the pdm were consistently lower than bg readings taken with the hospital meter - examples are as follows: 46 mg/dl (pdm) versus 132 mg/dl (hospital meter); 137 mg/dl (pdm) versus 280 mg/dl (hospital meter); 187 mg/dl (pdm) versus 354 mg/dl (hospital meter). As a result of the high readings from the hospital meter, "the hospital put her on insulin drip." The pdm will not be returned for investigation. Note: the customer had been using test strips not yet cleared for use with the omnipod system.